Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a load step malfunction when they attempted to prime their pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 8/13/2013 with the following findings: investigators were unable to download black box and history. The powered up pump with only audio and vibrator, no display. No buttons were responsive. Cracked pump body in the top right hand corner between the lenses and case seal. Opened pump and removed from case. There was corrosion on the force sensor plate. There was corrosion on the components of the force sensor circuit around. No signs of moisture or corrosion prior to opening the pump so no leak test was performed. There was moisture in pump. Cracked pump case. Leak due to cracked pump case. The pump cover was removed and force sensor circuit was inspected, an intermittent condition was found to the force sensor flex pins due a cracked trace near to the pin. (B)(4). The returned cartridge was evaluated by product analysis on 08/23/2013 with the following findings: the returned cartridge passed visual inspection with no damage or defects noted in the luer connection or o-rings. A leak test was performed with no failures being observed. There were no leaks observed from the luer connection, o-rings, or anywhere else in the cartridge.